Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Suspected cause was due to the customer¿s correction factor requiring adjustments. Reportedly, customer was unable to treat themselves and emergency medical technicians were called and transported customer to the ER where customer was treated intravenously with glucose and juice. Customer was released on (B)(6)2023 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.